Manufacturer narrative:
Follow-up# 1: on 01/28/2016, additional information was obtained from the patient during a follow-up call. During the follow-up call, the patient confirmed the literature issue to be that the instructions ¿were a large sheet that needed to be unfolded and were complicated; hard to go back and forth between meter and instructions¿. The patient confirmed she associated the reported symptoms with a high blood glucose excursion. In response to the symptoms, the patient claimed she contacted her doctor who advised her to continue with her regular medications. The patient attributed the onset of the symptoms to being unable to determine whether she had high or low blood glucose which caused her ¿anxiety¿ since she did not know what appropriate treatment to take. Based on the additional information provided, there is no indication that the alleged product issues caused and/or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ serious injury criteria, nor did she receive any medical intervention due to the reported issues. In addition, there was no evidence that the product malfunctioned. Thus, the classification of this complaint is being updated and ruled out.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 16, 2016, the lay user/patient contacted lifescan USA, alleging an issue with her onetouch delica enhanced lancing device and alleging that the literature supplied with the device was too small to read. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issues began on the evening of (B)(6) 2016. The patient stated that she manages her diabetes with a combination of insulin (levemir flextouch once at night and novolin r) and reported taking less food and/or drink on the evening of (B)(6) 2016 as a result of the alleged issues. The patient claimed that she developed symptoms of "headaches, dizziness, anxiety and rapid heartbeat" at least one day after the alleged issues began but denied receiving any treatment. At the time of troubleshooting, the csr noted that the incorrect lancets were being used for testing. The csr noted that the alleged literature issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issues began.